Manufacturer narrative:
Correction: a medtronic representative reported that the revised screws were located at the l3, l4 and l5 vertebrae. The spinal clamp was placed at the s1 vertebrae and no screws were placed in that region.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A medtronic representative reported that, while in a spinal fusion, an imprecision was observed after placing four screws from l3 to s1. It was reported that the screws placed required revision following confirmation image acquisitions with a c-arm. There was no reported delay to the procedure due to this issue. No additional information was provided.